Event description:
It was reported that the nurse started therapy about 30 minutes ago and had been getting alert 01 (patient line open) and alert 02 (low flow) in the arctic sun device. They had already checked the lines and denied any bends or kinks in the tubing. Nurse called biomed to assist, but biomed advised them to be called for troubleshooting. Biomed was in the room. Nurse noted that they don't use device often and pads had been on shelf for some time, but not expired. Nurse stated that rectal probe was in place, all 4 pads were connected, flow rate was 1.6-1.8 l/m. Mss asked the nurse to stop the therapy and drain the pads, disconnect, and reconnect using proper technique. Nurse verified audible clicking noises. Noted large number of bubbles in the lines that don't seem to be leaving. Biomed was continuously interrupting and was making assumptions as to issues. It was difficult to troubleshoot with continued interruptions. Nurse stated system diagnostics showed outlet monitor temperature was 10.4c, outlet control temperature was 10.3c, inlet temperature was 17.9c, chiller temperature was 7.5c, water flow rate was 0 l/m, inlet pressure was -0.7 psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater was 0 percent, water reservoir level was 5, system hours were 1206.7 and pump hours were 1036.7. Arctic sun device started leaking from bottom of the device. Mss noted device may be overfilled. Mss tried to walk biomed through draining water from device. Nurse walked out of room, stated that they would try changing out pads once some water had been drained. Nurse had placed the current pads in the nurse office.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be "low flow due to over-lamination of foam to film due to temp controller set too high". The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog for this artic gel pad is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse started therapy about 30 minutes ago and had been getting alert 01(patient line open) and alert 02 (low flow) in the arctic sun device. They had already checked the lines and denied any bends or kinks in the tubing. Nurse called biomed to assist, but biomed advised them to be called for troubleshooting. Biomed was in the room. Nurse noted that they don't use device often and pads had been on shelf for some time, but not expired. Nurse stated that rectal probe was in place, all 4 pads were connected, flow rate was 1.6-1.8 l/m. Mss asked the nurse to stop the therapy and drain the pads, disconnect, and reconnect using proper technique. Nurse verified audible clicking noises. Noted large number of bubbles in the lines that don't seem to be leaving. Biomed was continuously interrupting and was making assumptions as to issues. It was difficult to troubleshoot with continued interruptions. Nurse stated system diagnostics showed outlet monitor temperature was 10.4c, outlet control temperature was 10.3c, inlet temperature was 17.9c, chiller temperature was 7.5c, water flow rate was 0 l/m, inlet pressure was -0.7 psi, circulation pump command was 100 percent, mixing pump command was 0 percent, heater was 0 percent, water reservoir level was 5, system hours were 1206.7 and pump hours were 1036.7. Arctic sun device started leaking from bottom of the device. Mss noted device may be overfilled. Mss tried to walk biomed through draining water from device. Nurse walked out of room, stated that they would try changing out pads once some water had been drained. Nurse had placed the current pads in the nurse office.